Event description:
It was reported to baxter that a foreign basal/bolus infusor lv overinfused during patient use in the hospital. The actual flow rate was 161ml/5hr (about 30ml/hr). The hospital stopped using the device and removed it from the patient. No patient injury or medication intervention was necessary. The total fill volume was unknown. The temparature and the height of the restrictor were unknown. A patient control module (pcm) was attached but was not used. The device was filled with fentanyl citrate and saline.

Manufacturer narrative:
Device evaluation: the reported condition of "overinfusion" could not be confirmed nor duplicated. The sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. The sample also passed all specifications during a flow tests.